Manufacturer narrative:
During routine preventive maintenance (pm), the device failed the noise check test due to low or no speaker volume. A review of the serial lot number history indicated no similar complaints associated with this device. The failure mode was confirmed, and the cause was determined to be component failure. To resolve the issue, the speaker assembly was replaced. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm), the device failed the noise check test due to low or no speaker volume. There was no patient involvement.